Event description:
A talent thoracic stent graft was implanted in the pt for the endovascular treatment of a 5.5 cm thoracic aortic aneurysm. The vessel morphology in the thoracic arch was a tight. It was reported that the stent graft was being deployed at the left common carotid artery which was in the proximal part odf the aortic arch. Upon deployment, the physician was turning the blue handle counter clock wise and the stent graft was not deploying. There was a clicking noise noted when the handle was being turned. The physician repositioned the delivery catheter and was able to turn the handle; however, during an additional turn, the physician heard the clicking noise waited and slightly moved the delivery catheter and continued to deploy the stent graft. The stent graft was correctly deployed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results: lack of info (device was not returned for eval). (Tightness in the aortic arch). Conclusion: lack of info (device was not returned for eval). (Tightness in the aortic arch).